Event description:
It was reported that the patient was experiencing myocardial infarction during trial procedure. The patient was admitted to the hospital and underwent a heart cath procedure and expected to fully recover.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: (B)(6).